Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, the joint connecting the front pulse wires was not soldered together, causing the failure. The root cause for the unsoldered joint was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the therapy electrodes were non-functional.